Event description:
It was reported that a pump, while in use in the cardiac ICU, went into a white screen condition with an unspecified error code messaging to turn pump off and back on to reset. It was reported that there was no patient incident or adverse event related to the reported symptom.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.